Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inner sleeve of the modular g7 cup impactor broke off at the threads. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A g7 str insrtr threaded shaft, part # 110003452 from lot 421222, was returned and evaluated against the complaint. Visual inspection found the threaded to be fractured. A portion of the face remains intact. Scratching is present up and down the shaft. The large hex feature is nicked and gouged. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.